Event description:
It was reported that an orbera balloon was implanted on (B)(6) 2026. The consultant communicated that the balloon was hyperinflated with air which caused a gastric outlet obstruction. A CT scan confirmed gastric outlet obstruction. Balloon was explanted (B)(6) 2026. Patient post procedure initially reported feeling very unwell, flushed, dizzy and aching. Patient condition reported as clinically ok and not requiring any ongoing care of support. It was reported that methylene blue was used when filling the orbera balloon. However, according to the instructions for use (IFU) the igb is places in the stomach and filled with sterile saline.

Manufacturer narrative:
Block h6: imdrf code a1406 captures the reportable event of spontaneous inflation. Imdrf code e2328 captures the reportable event of obstruction / occlusion. Imdrf code f2203 captures the reportable event of imaging required. Imdrf code f2202 captures the reportable event of endoscopic procedure. Block d4: (root parent) unique identifier (UDI) # this product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.